Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#3006705815-2017-00351. Reference MFR. Report# 1627487-2017-01778. It was reported the patient was presented with back pain at the emergency room on (B)(6) 2017. The physician determined seroma at the mid incision site. Also, the patient had fever and the blood cell count was high. The physician wanted to perform MRI. Subsequently, the scs system was explanted. The patient received 2 scs anchors with a same lot number.

Event description:
Device 1 of 3. Reference MFR. Report#3006705815-2017-00351. Reference MFR. Report# 1627487-2017-01778 . Additional information received identified issues has resolved.